Event description:
It was reported that a patient had not used her stimulator for "at least two years". It was not reported why. It was stated that the stimulator was unable to be read. An overdischarge was suspected. It was unknown if a physician-mode-recharge (pmr) was attempted. It was stated that the physician opted to replace the device (B)(6) 2013. It was reported that the patient was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).